Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch in which there were helix extension retraction issues. A different lead was implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch in which there were helix extension retraction issues. A different lead was implanted and remains in service. No adverse patient effects were reported.